Event description:
It was reported that a pt underwent a endometrial thermal ablation procedure on an unk date. Pre-procedure cytotec was used. There was a complication of cervical necrosis immediately after the procedure. A hysterectomy was performed a month later and the "endometrium seems spared and the cervix was ablated." No further info is available.

Manufacturer narrative:
Date sent to the FDA: 09/29/08. Cervical necrosis occurred - conclusion: should additional info be obtained, a supplemental 3500a form will be submitted accordingly.